Manufacturer narrative:
Lot 16e030 was manufactured from (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak on the cap of a large volume folfusor was identified during patient infusion with 5fu. There was no patient injury or medical intervention associated with this event. No additional information is available.